Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient initiated a 911/emergency protocol for an high blood glucose (bg) level of 18-19 mmol/l with a ketone level of 0.2 associated with an alleged inaccurate delivery. The patient reportedly received non-healthcare provider treatment but the type of treatment was not specified. The patient resumed with the same pump. It was also reported that the patient was given a correction bolus and their bg only decreased to 16 mmol/l. Troubleshooting with customer technical support (cts) could not be completed because the pump was not available for review at the time of the call, so no further troubleshooting could be completed. Troubleshooting was able to determine that there is no power issue or battery issue with the pump and no issue with the infusion set. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring an initiation of a medical intervention and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: a review of the pump history showed the last delivered bolus was a 6.65 unit normal bolus. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate and at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. No alarms or delivery interruptions occurred during testing. The alleged inaccurate delivery issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.